Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Explanted date: if explanted, give date: n/a; to date the lens remains implanted. Email address unknown, information not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 6-month study visit, the subject implanted with a zxt150 intraocular lens (iol), reported halos, starbursts, sensitivity to light and poor light vision which significantly interfere with activities of daily life. The iol remain implanted in the subject and there is no planned treatment. There are no other patient complications and/or related injuries. No additional information was provided. This MDR captures the event for the left eye; a separate MDR will be submitted for the right eye.